Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery. The lesion was serially predilated with unknown 2.5x8mm and 2.5x12mm balloons at 10 atmospheres and the 2.5x18mm xience prime was deployed. Check shot revealed a dissection at the distal end. The dissection was treated with a 2.5x8mm drug eluting stent with timi iii flow and without any residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.